Manufacturer narrative:
The customer¿s reported issued with code 200.1060 - watchdog failure was confirmed, but was not replicated during testing. Log analysis confirmed the customer reported code 200.1060 - watchdog failure to have occurred on (B)(6) 2019 at 9:54 pm while the device was powering off. Testing of the device was unable to replicate the customer reported error code 200.1060. On (B)(6) 2022 at 7:43 pm the pcu device s/n (B)(4) was powered on with the source pump module attached. At 7:43 pm a guardrails drug infusion of vancomycin (drug ID 145) was programmed with a rate of 167ml/h, vtbi 250ml and infusion started. At 9:14 pm the infusion completed and the source pump module entered kvo. At 9:15 pm the pump module was selected for programming and a vtbi of 19ml entered and infusion started. At 9:22 pm the pump module infusion completed and entered kvo. At 9:24 pm the pump module was channeled off and error 200.1060 error occurred. Since the error could not be replicated, the exact root cause could not be identified.

Event description:
It was reported there was a pump module error (code 200.1060 - watchdog failure) on (B)(6) 2019 at 0600. When the pump was started, message displayed "infusion completed'. The event occurred during an administration of IV piggyback zosyn. There was no patient harm. As a result of the event, the patient missed one dose of IV antibiotics.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race: caucasian.

Event description:
It was reported there was a pump module error (code 200.1060 - watchdog failure) on (B)(6) 2019 at 0600. When the pump was started, message displayed "infusion completed'. The event occurred during an administration of IV piggyback zosyn. There was no patient harm. As a result of the event, the patient missed one dose of IV antibiotics.